Manufacturer narrative:
The returned syringe performed as intended per the instruction for use (IFU). Based on the information provided and the investigation performed, the reported syringe failure was not confirmed and the root cause could not be conclusively determined. The balloon loss of pressure seems to have been caused by a 1.5mm longitudinal tear approximately 5 mm from the proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1103513) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that the physician from the user facility had issues with the mynx cadence device on an unknown date. Reportedly, the syringe gasket was noted to be dislodging during balloon preparation or during balloon deflation. No further information was provided. Upon completion of device investigation, it was determined that the problem was a balloon loss of pressure.